Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to myopotential noise and oversensing. X-rays were performed in order to assess the system position. The system was reprogrammed into the secondary vector. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.